Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer reported when he went to sleep in night the blood glucose level was 140 mg/dl however he woke up with low blood glucose level. The customer was treated with food for low blood glucose level. The drive support cap was normal. The customer also reported high blood glucose level and the blood glucose level at the time of incident was 340 mg/dl. The insulin pump will not be returned for analysis.